Event description:
It was reported that during deployment of a stent graft, the outer catheter broke. Reportedly, the physician was able to finish the deployment manually, and the stent was placed successfully without complications to the patient, reportedly, there was some resistance encountered but it was not significant. The treatment site was a 90% stenosed loop graft which had sustained a dissection during thrombectomy. There was no injury to the pt.

Manufacturer narrative:
The stent graft remains implanted and the delivery system was discarded by facility. The event investigation is currently underway.